Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The patient was feeling good. The physician elected to take no action at this time and would continue to monitor the patient with regular follow-up.

Event description:
New information noted that the atrial lead continued to exhibit noise. All other electrical measurements were normal. No intervention was performed. The patient's condition was good.